Event description:
It was reported that the patient presented for hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation a code displayed indicating premature battery depletion. The device was subsequently explanted and successfully replaced. No additional adverse effects were reported. It was noted that this product will likely not be returned to boston scientific as it is considered a patient owned device and patient consent was not received per section 72 (6) of the medical device implementation act (mpdg).

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product was not returned to boston scientific as it is considered a patient owned device and patient consent was not received per section 72 (6) of the medical device implementation act (mpdg).